Event description:
Procedure: inguinal hernia repair. It was reported by the customer that, during the procedure, the case around the balloon did not open leading to a peritoneal tear. The procedure was converted to an "open" procedure for repair extending the procedure time beyond an additional 30 minutes. There was minimal blood loss (less than 500cc). The patient recovered without further issue following the procedure. No further information was made available.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/27/2015.